Event description:
Information received indicates the head end over/under bracket weld broke, causing the head end casters to not lock when the brake is set.

Manufacturer narrative:
The technician installed a brake/steer replacement bracket to repair the stretcher.